Event description:
It was reported that during unpacking in preparation for a pci procedure, the stent of the 2.25mm x 12mm liberte' monorail stent delivery system was damaged. According to the customer, the stent was "accordioned in the middle." The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.